Event description:
Per sales rep the mandible recon plate was loose so the resident surgeon just replaced the screws.

Manufacturer narrative:
Device not being returned. Internal investigation in process but not yet complete.